Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that this event occurred because the metal parts of the treatment instrument or cleaning brush interfered with the forceps cap when the treatment instrument or cleaning brush was inserted or removed. If handled according to the instructions for use below, the user may be able to detect the event. -inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited a shaved forceps channel port. There were no reports of patient involvement.